Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and severely calcified vessel. The 3.50 x 20 mm nc emerge balloon catheter was selected for post dilation of a stent. During the first inflation at 6 atm for 5 seconds, the balloon ruptured. The device was removed and the procedure completed with an alternate device. There were no patient complications and the patient fully recovered.